Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging his one touch verio iq meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged inaccuracy began on an unspecified date at 5:33 p. M. When he obtained a blood glucose result of ¿340 mg/dl¿ with the subject meter. At 5:50 p. M. That same day the patient stated he went into the emergency room (ER) for a blood glucose test and obtained a result of ¿106 mg/dl¿ with another device (ER/hospital meter). Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 30%. It is not known what medication, if any, the patient takes to manage his diabetes. It is also not known if the patient made any changes to his usual diabetes management regimen in response to the alleged inaccurate reading(s) obtained with the subject meter. The patient denied developing any symptoms. It is not known, if the patient received any treatment while at the ER. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because, the subject meter did not meet lfs¿ accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.